Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter disconnection is confirmed, but cause is unknown. The product returned is one 4 fr clearvue groshong catheter. The returned section of catheter is 50.2 cm long. The catheter is fully filled with blood. The proximal end of the catheter shows evidence of being cut with a sharpened instrument. The two-piece nxt connector was not returned for investigation. As the returned catheter is not connected, but no damage other than what is likely a trimmed edge are observed, the complaint of catheter disconnection is confirmed, but cause is unknown. Possible causes include sharpened instrument damage and incorrect nxt connector assembly method. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
The patient attended hosptal for routine treatment via a groshong PICC, only to find the PICC had detached from the pin. The injection port was still fixed into the statlock, but the line was completely inside the patient. The patient was unaware of anything and was unharmed, but did have a swollen arm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav2492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient attended the hospital for routine treatment via a groshong PICC, it was noted that the PICC had detached from the pin. The injection port was still fixed into the statlock, but the line was inside the patient. It was stated that the patient was unaware of anything and was unharmed, but did have a swollen arm.